Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (2) large volume folfusors did not flow properly. This was observed during patient infusion. During treatment, a device stopped flowing; there was 100ml of residual fluid. After the patient's port was replaced, a second device was attached; however, the device did not flow correctly. There was no report of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between may 6-8, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.